Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary. With all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak. A syringe was attached to the returned catheter, and the catheter was flushed successfully. No leak was observed. The catheter also passed leak and flow tests on the automated leak tester. The device passed all test performed, showing no evidence of the reported failure. Therefore, the reported allegation of leak was not confirmed through analysis. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review. A risk review performed for the farawave device confirmed that the event of leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that farawave nav catheter was leaking from the handle. The catheter was replaced due to concern about air ingress, and the procedure was completed using different device. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that farawave nav catheter was leaking from the handle. The catheter was replaced due to concern about air ingress, and the procedure was completed using different device. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.